Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. The customer reverted to an alternate method of insulin therapy.